Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 544 mg/dl. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the following day with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin as intended; however, this could not be confirmed as customer declined a system check with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.